Event description:
It was reported that during device replacement procedure, externalized conductors were observed by fluoroscopy. No electrical anomalies were noted. Physician elected to keep the lead implanted and active. Patient's condition was good. Based on the review of diagnostic image provided, the conductors appeared to be externalized.